Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure.

Event description:
A report was received that the patient had an infection at the pocket site and ipg migration. Symptom of irritation was noted. It was believed that the infection was not device related and nothing occurred during the procedure that have caused infection. The patient was placed on antibiotics to reduce inflammation and was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient underwent two (2) separate procedures due to pocket pain. The patient had a pocket revision procedure on (B)(6) 2019 and an explant procedure on an unknown date. It was noted that all device components were removed. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5095542 / 5095571, model/catalog description: linear st lead kit 50 cm; model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5089728 / 5089730, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site and ipg migration. Symptom of irritation was noted. It was believed that the infection was not device related and nothing occurred during the procedure that have caused infection. The patient was placed on antibiotics to reduce inflammation and was reportedly doing well.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site and ipg migration. Symptom of irritation was noted. It was believed that the infection was not device related and nothing occurred during the procedure that have caused infection. The patient was placed on antibiotics to reduce inflammation and was reportedly doing well.